Event description:
A report was received that the patient's pocket is going to be revised due to the ipg sitting at an angle which was confirmed by an x-ray. The physician revised the patient's pocket. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.